Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the e315 "unsupported scope" error message could not be confirmed. The customer has not returned the device for evaluation at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Customer stated that they did not have any 180 scopes to try. He confirmed that they were cleaning the second scopes, letting them dry, and powering the unit off before plugging them in. He went on to note that the socket on the light source was clean as well. At that point, tac informed the customer that the unit was defective and would need to be returned for repair. At this time, the unit has not been returned. Should additional information be received prior to the conclusion of the investigation, a supplemental report will be provided.

Event description:
The customer reported that the olympus evis exera iii video system center was producing an e315 "unsupported scope" error message. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.